Event description:
The customer reported that the device failed to discharge in the sync mode. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge in the sync mode. There was no negative pt impact. There was no event summary for review. The device was evaluated locally by philips and the reported symptom could not be reproduced. The device passed all testing. After passing all testing the device was returned to the customer. We are unable to determine the cause of the reported issue as the symptom could not be reproduced.